Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There in no indication the equipment malfunction caused or contributed to the patient death. Device manufacturer date: monitor: 11/30/2015, electrode belt: 06/11/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021, while wearing the lifevest. The patient was experiencing shortness of breath and was barely conscious. The patient's wife reported that the patient was treated by the lifevest and became unconscious. The patient's wife then reportedly pressed the response buttons once the patient became unconscious.   Per clinical review of the available ECG data, an arrythmia was detected at 06:59:10 on (B)(6) 2021. Treatable arrythmias of varying ventricular tachycardia (vt) and ventricular fibrillation (vf) amplitudes can be seen from 06:59:10 to 07:09:36 on (B)(6) 2021. Response button use was seen in between arrythmias from 06:59:33 until 07:09:36. The patient's wife was reportedly pressing the response buttons. The device properly detected vt/vf from 06:58:55 to 07:09:12. However, intermittent response button use, and motion artifact prevented the lifevest from treating the patient during these times. The patient experienced an appropriate treatment at 07:17:39. The patient's rhythm was vf, but the treatment was unable to convert the arrythmia and the post shock rhythm was vf with motion artifact. Motion artifact / CPR on both channels was seen from approximately 07:17:30 until the device shutdown at 07:22:38 on (B)(6) 2020. Motion artifact on both ECG channels after the shock prevented further arrhythmia detections. The patient passed on (B)(6) 2021.